Manufacturer narrative:
(B)(4). Concomitant medical products: pn cm-9011 ln 77971-1 quattro suture passer needle. Pn cm-9155 ln 77236-2 quattro link anchor 5.5mm. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial rotator cuff reconstruction, after puncturing the bone, the anchor was inserted into the tissue and then gently tapped on the anchor inserter. Then the operator started screwing the anchor, but the anchor did not screwed in that is why the operator pulled out the inserter few times and the anchor was broke. All components were removed from the patient. Another anchor with the same lot was used without further complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the product was returned with minimal signs of use aside from the fractured anchor. The anchor is in place at the end of the sutures but was not seated on the inserter tip. The anchor is fractured completely but both pieces were retained on the sutures. The anchor threads show slight flaring. The base of the anchor and the inserter tip show no signs of damage or deformities. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.